Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia. The patient's blood glucose level reached 24 mmol/l (432 mg/dl) after their personal diabetes manager (pdm) no longer held a charge and the patient was unable to use the pdm to correct their bg levels. At the ER, the patient was treated with an insulin injection and was provided with insulin pens as backup insulin. The patient was discharged after 2.5 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available omnipod software app version: data not available smartphone operating system: data not available smartphone hardware: data not available cgm sensor type: data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.